Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Pump received with serial number label missing.

Event description:
Customer reported via phone call that the insulin pump had an unexpected blank display. Blood glucose value was over 600 mg/dl at the time of the incident. The customer had symptoms of nausea and vomiting and treated with IV and insulin. The customer was hospitalized on (B)(6) 2018. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.